Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was stimulation side effects. The outcome was resolved without sequelae. Interventions included repositioning the lead. The patient reported a lack of coverage, muscle stimulation, and pain secondary with use from the second lead. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Relevant medical history included: cervical/neck, spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported a lack of coverage, muscle stimulation, and pain secondary with use from the second lead secondary to painful lead placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.